Event description:
Patient reported right side "capsular contracture". Later, healthcare professional reported ¿capsular contracture grade 4¿. Healthcare professional later reported via ultrasound "peri-implant seroma/folding/rupture sign(+/+/+), severe folding & capsule thickening, and mass/ca++/ duct dilation /axillary ln(-/-/-/+)". Device has been explanted

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Rupture: no observed. Seroma-late: unable to observe as it is not related to the manufacturing process. Crease / folding of implant: observed. Additional, changed, and/or corrected data: b6, d.9., h.3., h.6.

Event description:
Patient reported right side capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade IV. Healthcare professional additionally reported seroma-late, crease/folding of implant, rupture, and lump/nodule. Patient undergone capsulectomy. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.1, d.2a, d.2b, d.4, d.6b, h.3, h.6. A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: device photograph(s) for the device related to the reported event of rupture, seroma-late, crease/folding of implant and capsular contracture was requested on (B)(6) 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Crease/folding of implant: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Later, healthcare professional reported ¿capsular contracture grade 4¿. Healthcare professional later reported via ultrasound "peri-implant seroma/folding/rupture sign(+/+/+), severe folding & capsule thickening, and mass/ca++/ duct diliation /axillary". Device has been explanted.

Event description:
Patient reported right side capsular contracture, baker grade unknown. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.